Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 600 mg/dl. The customer treated with the insulin pump. The customer's symptom included frequent urination. The customer was sent a tubing clamp and was advised to call back to perform the high pressure test. The caller completed troubleshooting and did not find any other problems. The customer was advised to change the entire set, reservoir, and insulin and treat. The insulin pump was not replaced or returned for analysis.